Manufacturer narrative:
Weight, ethnicity information unknown not provided. Telephone: (B)(6). The laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss replaced the panel keyswitch and mirror to resolve laser start up error. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after some transmission issues prior and during a patient treatment, the system stopped treating with 2 seconds remaining requiring a fluence set which it was not able to complete due to laser variation message. No further information was provided.